Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had scheduled remote transmission in december and episodes of atrial noise reversion and many short episodes of inappropriate auto mode switch (ams) were noted by clinic staff. The patient presented to the clinic for assessment. A few stored egms showed inappropriate ams for oversensing of atrial noise. The atrial lead was tested and functioned well. The atrial lead noise was reproduced in clinic with pocket manipulation. Programming changes were made, and no further oversensing of lead noise was seen. No further intervention is planned. The patient had no complaints and was stable.